Event description:
A ventilator was returned to the manufacturer for service due to an allegation of a ventilator service required code related due to oxygen blending module board. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step. The device's blower were replaced to address the issue.